Manufacturer narrative:
The manufacturer received the device for investigation on (b)(64) 2016. The investigation has been initiated. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, proximal, left, 9 holes, 245 mm on an unknown date on the left side. After 6 weeks the plate was found to be broken. The patient underwent a revision surgery on (B)(6) 2016 due to implant fracture.

Manufacturer narrative:
On (B)(6) 2016 additional information was received. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, proximal, left, 9 holes, 245 mm on (B)(6) 2016 on the left side. After 6 weeks the plate was found to be broken. The patient underwent a revision surgery on (B)(6) 2016 due to implant fracture.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per): event summary: it is reported that a (B)(6) male patient , bmi=(B)(6), underwent revision surgery of the left femur due to broken plate and screw after 6 weeks in-vivo time. Review of received data: undated x-rays pre/post implantation surgery and pre/post revision surgery were received. The quality of the x-rays are in general low due to being not in original format but taken as photograph. Pre-op x-ray shows that the left femur is broken at location of the distal end of femoral stem. Post-op x-ray shows that the plate is fixated by multiple screws and the left femur is surrounded with 2 cerclage cables. The plate looks well fixed and the position is acceptable. Pre-revision surgery x-rays indicate the plate was broken at the 1/3 proximal end. Devices analysis: visual examination: the broken plate in 2 pieces is received for the investigation. There were no screws received. The plate is broken through the 8th bore hole from the distal end. Origin of the fracture is located at the thread on the lateral side of bore hole. The fracture surface is examined macroscopically and it is observed that the fracture has a fatigue type of nature. The fatigue fracture radiates out from the origin in series of beach lines medially and the final overload rupture occurs at the medial edge of the bore hole. However, the examination of the fracture surface did not reveal any specific point which might have triggered or favored the fracture. No evidence for a possible material defect was noticed. Review of product documentation: the compatibility check was performed from surgical technique lit.no. 06.02013.012 and showed that the product combination was approved by zimmer biomet. Raw material certificates confirm that the device was manufactured according to the material specifications. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting. Not possible -> no signs of notching / fretting observed. Breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device). Not possible -> a systemic issue with design and/or material properties would have been detected as part of a trend review. Breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible -> no signs of corrosion observed. Moreover, material compatibility is validated according to the material compatibility specification. Failure of surgery due to wrong selection of components or use in combination with device outside the system. Not possible -> the x-ray did not show a wrong selection of the components. Failure of surgery due to use of the device not compliant with defined indications. Not possible -> the bone fracture had a type b1 nature of fracture according to the vancouver classification. Ncb periprosthetic proximal femur plates may be used for this type of fractures. Breakage of implant due to implant will be implanted against contraindication. Not possible -> no contraindications found. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Not possible -> no issue found with device position and dimension. Breakage of the implant due to wrong interpretation of x-ray template for dimensions => possible, no x-ray template planning for the surgery was received for the investigation, therefore cannot be excluded. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible -> received x-ray and products do not confirm any bending presence. Breakage of implant due to user define incorrect placement of the spacers and plate. Not possible -> no bone spacers were used. Breakage of implant due to user perform improper handling of the plate during insertion => possible, no surgical report for the implantation was received, therefore cannot be excluded. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent . Not possible -> received x-ray and products do not confirm any bending presence. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no post-operative instructions/protocols were received for the investigation, therefore cannot be excluded. Breakage of implant due to patient do not follow the postoperative protocol => possible, it is not known whether the patient did follow the instructions or not. The plate was broken six weeks after implantation. The patient is a (B)(6) male with low activity level and bmi=(B)(6) which is classified as obese. The implantation/revision surgery reports were not received. Patient factors that may affect the performance of the components such as bone quality, and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The investigation of the returned products indicates no material defects that could have triggered the fracture could be detected. The fracture surface of the plate is characterized by beach lines which indicate a fatigue fracture. There are several factors which may have contributed to the breakage. It can be possible that the plate was over stressed during the time in vivo. Wrong patient behaviour can also be the reason for the breakage. However, it is not known to which extent these might have played a role in the reported event. It is not known whether there were other factors influencing the circumstances of the fracture. Additionally, the investigation of the complaint did not confirm any screw breakage as it was reported. Neither broken screws were received, nor any broken screws were visible in the x-rays. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).